Event description:
It was reported that the patient presented via merlin.net transmission showing multiple episodes of non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. Programming changes were recommended. No further information is available.